Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the lead was returned with the helix fully retracted. The helix was extended and retracted within specification.

Event description:
It was reported that during the implant procedure of the lead the operator felt that the helix had unexpectedly extended. The lead was removed and a replaced with a competitor's lead. It was noted that the helix of the lead was not tested prior to implant as recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.